Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found the instrument failed the initialization sequence due to not detecting a valid reload as installed and could not be tested for firing functionalities. The instrument was disassembled and the inspection revealed that the outer tube that is seated over the sleeve was displaced. This displacement of the outer tube, likely contributed to the bunching and subsequent tearing of the sleeve and is a result of a manufacturing error. Full disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube and at the opening of the distal clevis channel. The sleeve appears to have been torn and became compressed and bunched during the extension and retraction of the I-beam during use. No fragments were observed outside of the I-beam assembly and no pieces appear to be missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to the instrument's I-beam sleeve to be damaged. As a result, the instrument was unable to be tested for its firing abilities. Procedure logs were unable to be retrieved during this time. Additional observation(s) related to customer reported complaint: the instrument was found to have the I-beam sleeve damaged. A distal insert was used to retract the I-beam, and the sleeve was found to be damaged. The bevel spur gear was extremely hard to turn. Additional observation(s) not reported by site: the instrument was found to have reload pieces lodged in jaws. A tweezer was used to remove the broken pieces, and two were confirmed. The instrument was placed on an in-house system and displayed error message "missing or used reload. Remove instrument and install a new reload". The same reload was tested in an in-house golden instrument and passed the reload recognition test. The broken pieces in the jaws likely caused the error. The complaint regarding the stapler blade exposed was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler misfired and left the blade exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.